Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting loss of prime alarms every few days. The patient reportedly had elevated blood glucose levels; however, no numbers were specified. No symptoms were reported. This does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following results:a review of the black box showed no evidence of a loss of prime. No loss of prime occurred during investigation. The force sensor was found to be in calibration.